Manufacturer narrative:
Continuation of d10: product ID 8785 lot# n809196, implanted: (B)(6) 2019, explanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8785, serial/lot #: (B)(6), ubd: 02-may-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing lioresal 331 mcg/day 2000 mcg/ml via an implantable pump. It was reported that the catheter was fractured and was not sure of any other information as they were not notified ahead. The cause of the event was unknown. The physician opened the patient to explore. They replaced the part of the catheter on (B)(6) 2025. The old catheter was discarded. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.